Event description:
It was reported that during a pancreatectomy procedure, the device one side of staple line had unformed staples at 1st firing. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
D4; h4:information is unavailable; device was not returned for evaluation.